Event description:
Pt originally had her port placed (B)(6) 2016 by doctor. Pt's port had been successfully used for her first cycle although it required position changes to obtain blood return. Pt arrived to clinic on (B)(6) 2016 and stated she felt her port "moved" last night and was just under her collarbone. Upon assessment, port was located at her scar, not just below her collarbone. Pt accessed per protocol and rn felt the back of port upon access. No blood return was noted, so additional ns flushes were performed until it was noted the saline was going subcut at the port site. Heat was applied and after area was less swollen another rn accessed the port, this time with a 1" huber needle. Rn felt the back but noted swelling at the site with ns flush. Doctor notified who came and saw the pt. Cxr was ordered and noted the port tip had migrated out of the superior vena cava by 7 inches and the tubing from the port was now looped underneath the port. Pt went to surgery on (B)(6) 2016 for new port placement.